Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: dzi, erl, hbe. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported during a hand surgical procedure on (B)(6) 2013; the device would only work in reverse and had no forward capability. No further information was provided. This report is for an electric pen drive 60,000 rpm. This is 1 of 1 device for this event reported on complaint (B)(4).